Manufacturer narrative:
(B)(4). This is a report of a system error 2240 as a result of initiating therapy before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home choice (hc) experienced a system error 2240 (air in line/set) alarm during the initial drain. The home patient was connected at the time of the alarm. During troubleshooting, it was discovered that therapy was initiated before the patient had connected to the patient line. The technical service representative (tsr) explained to the caregiver (cg) that this triggered the system error. The tsr assisted the cg in clearing the alarm and ending therapy. The tsr advised the cg to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.